Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Usage residues were observed throughout. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a slow leak was observed at the 20cm depth marking. Microscopic inspection of the leak site revealed a small diagonally aligned split. The split exhibited inward curving edges. Following longitudinal bisection of the sample in the vicinity of the split, inspection of the inside surface revealed longitudinally aligned scoring marks. The damage on the inside surface was more extensive than that observed on the outside surface. The split characteristics and the features observed on the inside catheter surface were consistent with damage caused by the stylet during manipulation/removal. Such damage can occur if the stylet is not wetted prior to removal or if manipulation/removal is attempted when the catheter is compressed or contorted into a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rean0475 showed one other similar product complaint from this lot number.

Event description:
Facility reported that prior to the procedure the healthcare professional (hcp) noted a perforation in the device. The device was not used on the patient, but has blood residue on the device due to manipulation by the hcp.